Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd micro-fine¿ plus pen needles with pentapoint¿ technology clogged and wouldn't deliver medication. The following information was provided by the initial reporter: "consumer reported needle clog with the bd micro, 6mm pen needles."

Event description:
It was reported that the bd micro-fine¿ plus pen needles with pentapoint¿ technology clogged and wouldn't deliver medication. The following information was provided by the initial reporter: "consumer reported needle clog with the bd micro, 6mm pen needles."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. See h10.